Event description:
A cracked and shattered touchscreen was reported, making the pump's screen unresponsive and illegible for interaction. There was no adverse impact to the customer's blood glucose level. The customer was instructed to use multiple daily injections as backup therapy.